Event description:
It was reported that the tubing of a non-dehp buretrol set separated from the connector. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the tubing of an interlink vented nitroglycerin set separated from the connector. The device was received for evaluation. Visual inspection revealed that the male luer was separated from the tubing. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to a manufacturing issue. In order to correct this condition, a CAPA was opened and retraining was conducted for appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.